Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex st100, a leak was observed . This occurred when connecting the drain line and the drain bag to the patient, and the blue lock didn't open well and did not fit resulting in a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.